Event description:
Boston scientific was notified of an event where a pt with family history of ruptured aneurysm was evaluated for endovascular coiling. The pt was brought into the angio suite and kept in the supine position. A 3-d reconstruction was performed prior to the intubation to evaluate the circulation. The measurement of the aneurysm was 8 mm x 5 mm x 3.7 mm. A 6f envoy catheter was inserted into the pt, and an excelsior sl-10 mirocatheter was advanced over a 0.014" guidewire. The position of the catheter was confirmed by angiogram. A baseline act was subsequently performed, and the pt was heparinized to keep the act between 200 and 250 range. The first coil, a 6 mm x 10 cm was deployed inside of the aneurysm. The second coil, a 6 mm x 15 cm coil was advanced through the microcatheter and detached. The third coil, a gdc 10-2d stretch resistant 5 mm x 10 cm coil was advanced through the microcatheter into the aneurysm. The coil deployed easily into the aneurysm. Prior to the detachment of the third coil, an angiogram was performed, which showed slow flow in the anterior cerebral artery, and a spasm distal to the guide catheter. The third coil was not detached, and the guide catheter was pulled backward and intra-arterial nitroglycerin of 200 units was administered. The proximal spasm was moderately relieved. The flow in the anterior cerebral artery was deplayed. The third coil was subsequently removed. An angiogram was obtained and still demonstrated slow flow to the anterior cerebral artery. 3d reconstruction prior to the discontinuation of the procedure was performed, and significant slow flow observed, and coil migration from the the anreurysm into the parent artery. The emergency rescue was initiated with a coil retrieval, however was unsuccessful. The physician attempted to use snares to retrieve the coils, however was also unsuccessful. The flow to the distal arteyr was slowly and severely diminishing. A 4 mm x 20 mm neuroform stent was deployed, and an immediate increase flow in both the middle cerebral artery and the cerebral artery was seen. However, a coil was still causing a compression in the distal rca and at the origin of the a1 and mi segment. The flow persisted for a few minutes, however there was a gradual decrease of the flow. An attempt was made to use a maverick balloon 2x20 to plaster the migrated coil across the valve to increase the flow. The attempt failed. A subsequent angiogram showed that there was complete diminution of the flow to both the anterior cerebral artery and middle cerebral artery. The procedure was then aborted. A consultation with neurosurgery was done to determine if the pt was a candidate for surgery to remove the coil mass. Neurosurgery did not believe that the pt was a candidate due to the plavix that was administered for the stent implanted. A CT scan was peroformed, and demonstrated no acute stroke, however a bulk of contrast was still present in the distal ICD area of the left side. The pt was taken to the intensive care unit, and placed under medical management. Boston scientific was notified that the pt subsequently expired.